Event description:
It was reported that this patient coded and died during the implant procedure. The right ventricular (rv) lead was implanted without incident. Then this left ventricular (lv) lead was implanted but during threshold testing, the patient went into pulseless electrical activity (pea). A code was called, but the patient died. The leads were not explanted and will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.